Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall exactly when the alleged inaccuracy began, but stated obtaining a blood glucose result of 187mg/dl using the subject device, and then a result of 80mg/dl 2 hours later. The measurements were taken more than 20 minutes apart therefore invalidating the inaccuracy comparison. The patient stated that she manages her diabetes using pills, diet and/or exercise and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient claimed experiencing symptoms of ¿shaky and lightheaded¿ 6 days after the alleged issue began and denied receiving any form of medical intervention in response to the reported event. At the time of troubleshooting the csr confirmed that the meter was set to the correct unit of measure and confirmed the same approved sample site was being used. The subject device was requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.